Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. No pericardial effusions were noted on transesophageal echocardiogram at the start of the procedure. The 24mm watchman flx delivery system was not yet to the proximal marker band of the watchman truseal access system (was) when a perforation was noted. A pericardial effusion with cardiac tamponade occurred. A contrast injection was performed showing the was advanced distally in the laa. A pericardial tap was performed followed by emergent surgical intervention. The emergent surgery was successful and then the patient was transferred to another hospital for post cardiac care since the implanting hospital did not have it. The patient was doing well from the complications and surgical repair, but had several other unknown issues going on.